Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 in the hospital while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 18:14:21 on (B)(6) 2024. At 22:13:15, an arrhythmia was detected. ECG shows sinus rhythm @ 70 bpm with CPR/motion artifact. At 22:13:52, the patient received the first inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was sinus rhythm @ 70 bpm with CPR/motion artifact. Post shock rhythm was sinus rhythm @ 60 bpm with CPR/motion artifact. At 22:14:27, the patient received the second inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was sinus rhythm @ 70 bpm with pvcs and CPR/motion artifact. Post shock rhythm is not available. The device was shut down at 23:15:20 on (B)(6) 2024.